Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. There was no adverse impact to the customer's blood glucose level. The customer could not recall the actions taken to address the occlusion as it occurred some time ago, but was able to resume insulin.